Event description:
Adverse/allergic reaction to neuro monitoring probes by impulse monitoring. Following neck fusion surgery (c-6, c-7), I had blistering on my arms, legs and head. My feet had an excruciating burn when trying to stand. My entire mouth and throat burned to eat or drink and had a white slippery coating. My tongue was swollen. The muscles in my entire body, (limbs, torso, head) were weak and throbbing in burning pain. It was difficult to walk. I needed help to stay up. My head ached worse than any migraine I ever had. My chest and abdomen felt like it was being torn open when I tried to turn in bed and if I coughed or sneezed.